Manufacturer narrative:
The reported issue (that during a surgical operation to a latex allergy patient, physicians needed to use a bard ellik evacuator and the primary packaging did not state if the product contained rubber latex or didnt. The device was not used on the patient because the information about latex content was found on the IFU) was unconfirmed. The product contains an insert sheet and label box with the information about natural rubber latex. No sample or picture was received for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions." (B)(4).

Event description:
It was reported that during a surgical operation on a patient with a latex allergy, it was noted that the package of the device did not specify whether or not the product contained rubber latex. The device was not used on the patient as the IFU noted that the device contained latex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during a surgical operation on a patient with latex allergy, it was noted that the package of the device did not specify whether or not the product contained rubber latex. The device was not used on the patient as the IFU noted that the device contained latex.